Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. Also, the customer reported the minor crack at the belt clip rail, out-of-box damage, the pump is not working because it's not providing an accurate data, and the discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 62 mg/dl and a sensor glucose of 131 mg/dl. The customer reported hypoglycemia was treated with a glucose/carb intake. The event involved products mmt-7040a, mmt-431ag, mmt-342g, and mmt-1884. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was used the auto mode feature. The crack was impacted the pump's functionality, and the sensor glucose vs. Blood glucose difference was not within the target range. No further patient complications were reported. No product return is required for mmt-431ag and mmt-342g. Mmt-1884 and mmt-7040a was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box 2. Section h9 - added battery depletion recall number the pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0876 inches. The pump failed the sleep current test. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump delivered 230 bolus deliveries on the event date of 05/12/2025 at 00:01:05.000 to 23:26:04.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Unable to verify customer¿s complaint for low bg¿s. Cosmetic damage at the belt clip rails was not confirmed during visual inspection. Moisture damage was noted found on isolated to the battery tube. High sleep current measurement was confirmed during testing due to moisture damage on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.